Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that while reeling the catheter after positioning the lead, the gray soft tip of the catheter ruptured and remained in the venous system.